Event description:
It was reported by the customer that the pt was positioned on the concerto when the stretcher tipped onto its side. The pt fell to the floor, sustaining wounds to the face that required sutures to close.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjo hospital equipment (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.